Event description:
It was reported that the insulin pump alarmed battery out limit. It was also reported that the insulin pump has an unresponsive keypad. Customer reported being hospitalized during the battery out limit. Customer's blood glucose reading ranged from 12-132 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection.

Manufacturer narrative:
The pump passed the delivery accuracy test.